Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second stay safe connector during dwell 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment and then bypassed to fill 1 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was assisted with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd nurse (pdrn) confirmed that there have been no further issues with the cycler. The pdrn confirmed that the drain, patient, and supply lines did not leak only the second connector on the cycler set. There no changes in the patient's status. The patient did not complete treatment on the day of the reported event. There was no effect on the patient's outcome including no adverse events, injuries, or medical interventions required due to the fluid leak. The pdrn confirmed that the cycler set is no longer available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second stay safe connector during dwell 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment and then bypassed to fill 1 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was assisted with cancelling treatment. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second stay safe connector during dwell 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment and then bypassed to fill 1 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was assisted with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd nurse (pdrn) confirmed that there have been no further issues with the cycler. The pdrn confirmed that the drain, patient, and supply lines did not leak only the second connector on the cycler set. There no changes in the patient's status. The patient did not complete treatment on the day of the reported event. There was no effect on the patient's outcome including no adverse events, injuries, or medical interventions required due to the fluid leak. The pdrn confirmed that the cycler set is no longer available to be returned for physical analysis.